Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.

Manufacturer narrative:
(B)(4). The manufacturing site, tecomet, completed the inspection for the returned sample. The device history review (DHR) for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc kenosha, wi facility as part of a (B)(4)-pc. Lot in october of 2018. Evaluation of the returned instrument shows that the jaws are loose and misaligned in the closed position and the jaw pivot pin is not flush with both sides of the outer tube assembly as it was at time of production. Further evaluation shows that the only marking on the outer tube assembly is "weck 544965" and the finish on the tube assembly is polished and not glass bead as it was originally produced. Lot coding on the handle of the instrument does not match what was provided at time of original complaint and we were unable to find any repair lot coding on the returned instrument. It is suspected that this instrument has been repaired previously prior to this complaint. It was also found that as received this instrument has a non-teleflex luer port cap installed on the luer flush port and the closed tip set gap which should measure (.008 +.004/-.007) measures oversized at .025". This instrument is able to pick-up and retain a clip but is unable to close the clip over the silastic test tubing. This instrument was disassembled in order to evaluate its internal components and it was found that the drive rod (n00185) is twisted damaged, and its bosses are also damaged and out of round. We are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and for the jaw pivot pin to be sticking out and not flush with the outer tube assembly and for the drive rod to be twisted/damaged and its bosses to be damaged and out of round but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: clips broke when they were trying to load them. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. A follow-up report will be submitted when it is completed.